Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittently when the customer consumed more carbohydrates or forgot to deliver a bolus customer's blood glucose (bg) elevated (306-342mg/dl). Customer would intentionally over-bolus in order to lower bg promptly regardless of subsequent low bg (less than 51 mg/dl) customer consumed carbohydrates to address low bg. Customer was not incapacitated due to low bg and received normal assistance by a 3rd party. There were no pump issues.